Event description:
A pt scheduled for aortic valve replacement with bovine bioprosthetic valve. Immediately post-op had sudden cardiac arrest & cardiogenic shock, due to prosthetic bovine valve malfunction. Pt's chest was reopened and surgeon noted fibrinous debris of platelet thrombi of white/pale nature completely covering the valve, mostly on the inside of the leaflets and protruding through the leaflets. Prosthetic bovine valve was removed and a mechanical valve was then inserted. Pt coded & expired 6 days post-op on cpu. Pathology examined the explanted bovine valve and noted the presence of focally adherent fibrin admixed with a few neutrophils. Also identified were to strands of tan/brown material.